Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the large hem-o-lok clip applier instrument was unable to apply the clips. The procedure was completed robotically with no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and failure analysis found the clip applier instrument failed the clip test due to misapplication of the clip. The instrument was found to have both tall and short input disks broken. Input disks 5,6 and 7 were found broken from the inside of the housing which contributed to clip test failure. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.